Event description:
Related manufacturer reference numbers: 2017865-2024-64047. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead and left ventricular (lv) lead exhibited non-measurable capture threshold. Chest radiography was performed and revealed rv lead and lv lead dislodgement. During revision procedure, it was also found that the rv lead helix failed to be retracted due to tissue being stuck, and the lv lead cannot be repositioned by the guide wire. Both leads were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event helix mechanism issue was confirmed, but the reported event of unacceptable threshold was not confirmed. A full lead was returned in one piece with the helix partially extended and clogged with blood and issue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting, cleaning the lead, the helix was able to extend and retract. The cause of helix mechanism issue was isolated to blood and tissue in the helix region and over-torque of the inner coil. Specification measurements and electrical testing were normal with no other anomalies found.